Manufacturer narrative:
(B)(4). Date of initial report : 03/28/2016. Date of follow-up report: 07/20/2016. One used lf5544 ligasure device was received, and examination of the sample could not confirm the reported issue. Visual inspection found the blue jaw insulation was slightly melted, but no bare metal or voids were found. From the condition of the melted jaws, it could not be confirmed if any of the blue insulation was missing. Eschar had also built up on the jaws. Nothing known in the manufacturing process has been found to cause or contribute to the jaw insulation melting. A review of the device history records also found no potentially contributing entries. The melted insulation is attributed to misuse by the customer, where inadequate cleaning of the jaws likely contributed to energy flow issues. The IFU included with this product states: keep the electrode clean and free of all debris. This will reduce the need for additional energy, decrease thermal spread, and minimize increases in jaw temperature that may damage jaw insulation. Do not activate the monopolar tip while grasping tissue in the jaws. Doing so will result in unintended burns and may result in the jaws retaining excessive heat which may damage jaw insulation.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that blue particulate fell from the device and into the patient's cavity when the surgeon was using the monopolar function during a uterus biopsy procedure. The particulate material appeared to be from the ligasure device. Most of the material was removed along with the tissue samples but the surgeon could not determine if all were removed.